Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced skin irritation, rash, red bumps, and scarring at sensor adhesion patch site. Patient saught medical advice and was prescribed cortisone cream to help alleviate irritation. Patient did not report any injury or any further medical intervention at the time of contact with dexcom technical support.